Event description:
It was reported that when attempting to deliver shock therapy, the implantable cardioverter defibrillator (ICD) displayed a message indicative of an open circuit condition. Five successful shocks were delivered before the sixth attempt resulted in a shock impedance greater than 125 ohms. The patient's arrhythmia was not converted. Technical services recommended a system revision as therapy delivery could not be guaranteed. The ICD system remains in service at this time. No adverse patient effects were reported. Additional information received indicated that the rhythm had self-terminated, and it was planned to continue normal follow-up and check the system.